Event description:
The customer reported a loudspeaker error. There was no sound. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that no speaker sound at start up test. The cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation. Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
The customer reported a loudspeaker error. It is unknown if there was sound emitted from the loudspeaker. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.